Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning as the device could not be cleaned properly due to air/water leakage from venting connector. Identification of the material could not be determined. Customer reports completing all necessary cleaning using air water cleaning adapter at the bedside. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there was a clog at the water channel port of the subject device. The reported issue was observed while reprocessing the subject device. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that foreign material was clogged in the air/water channel. This report is being submitted for the malfunction found during device evaluation (foreign material in air/water channel).

Manufacturer narrative:
During inspection and testing, the reported issue (clog at water channel port) was confirmed. In addition to foreign material in air/water channel, service found there was a leakage from the instrument channel, the distal end had deep scratches, the adhesive on the bending section cover was cracked, the objective lens edge was chipped, the light guide lens adhesive was peeling, there was a pinhole on the switch button #1, the light guide bundle was damaged, the light guide tube was scratched, the bending angle was out of specification, there was play in the angulation knob, and the labels were peeling. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.